Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump alarm history revealed no alarms related to the complaint. The data from the black box history was overwritten due to continued patient use after original complaint date. The pump was not able to be adequately investigated due to moisture found inside the pump. A review of the total daily dose was found to be delivering accurately up until the last date the device was used by the patient.

Event description:
It was reported that the patient was hospitalized for hypoglycemia.